Event description:
A site reported to RxSight that a capsular tear occurred during implantation of the Light Adjustable Lens (LAL). The surgeon then encountered difficulty manipulating the LAL in the sulcus and a haptic broke. The affected LAL was removed and replaced with a new LAL, which was subsequently implanted in the sulcus. No additional information is available.

Manufacturer narrative:
Manufacturer Reference#: (b)(4).